Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with two 550cc mentor memorygel breast implants, suffered bilateral capsular contractures (baker grade iii), post-procedure. The left breast was described to have more upper pull, while the right breast was oddly shaped. The capsular contractures were diagnosed via physical examination. As a result, the patient underwent bilateral implant explantation of the implants on (B)(6) 2020. During surgery, it was discovered that the right breast implant was ruptured. Subsequently, the patient underwent bilateral replacement with the following devices: (left) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9511900 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9505724 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 31, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 550cc breast implant was found to be ruptured. The implant was received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor became aware that the patient only suffered left breast capsular contracture and that the patient's right breast was described to be ptotic, post-procedure. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.